Event description:
Additional information was received that the patient's death was not related to vns. The autopsy did not show any sign of seizure activity at time of death. Toxic levels of medications were being evaluated but there was no additional information provided to the physician's office. The physician's office was unwilling to provide any additional information. Based on the available information an internal classification determined that the death is probable sudep.

Event description:
It was initially reported that the patient had passed away. It was reported that the death is believed to be sudep. The patient was buried with his generator and lead so they will not be returned to the manufacturer for evaluation. Good faith attempts for more information have been unsuccessful to date.